Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify back light anomaly and charge/battery lasts less than expected due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had issues with act button and up and down arrows as well as scratches on screen. Customer¿s blood glucose was unknown. Customer stated that the screen was hard to read and buttons was pressed harder. Customer stated that batteries lasting less than 7 days and back light on screen was dimmer. Troubleshooting was performed for button error. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.